Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 07/04/2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 07/23/2016 and did not confirm the reported receiver intermittent audio output. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" was displayed on the receiver screen. A "try it" manual test could not be performed due to the "call tech support" error, however, audio was tested with a global receiver communication tool and the speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.